Event description:
It was reported that the patient was symptomatic with palpitations and slow atrial heart rate due to premature ventricular contractions (pvc) and some arrhythmia episodes. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.